Event description:
The nurse pushed the activation button without completely withdrawing the needle from the catheter, and the needle failed to retract. The nurse placed a compress on the site and the pt moved their forearm resulting in a needle stick to the arm holding the compress.